Manufacturer narrative:
In a gfe (good faith effort) response from the customer received on 09aug2023, it was confirmed that the replacement solenoids were installed, and the device was functioning correctly. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 110b (proximal sensor fail error) error code. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The customer biomedical engineer (bme) informed the remote service engineer (rse) that the 110b error code had been confirmed in the significant event log. The rse advised the customer to verify pin alignment between the solenoids and the data acquisition (da) printed circuit board assembly (pcba). The rse advised the next steps after that should be replacement of the 3rd and 4th proximal auto-zero solenoids, and if that replacement does not resolve the issue, then replace the da pcba. The customer later reported that the solenoids were ordered and have been received, but the parts have not been replaced yet. It was also communicated that no replaced parts will be returned to philips, no device diagnostic report (drpt) is available, and the event occurred outside of patient use. This investigation is ongoing.